Event description:
As soon as I woke up from having the essure coils implanted, I was in extreme pain. I was told the pain would pass in 24 hours and everything was ok. I was sent home on pain medication to recover. The pain never subsided and it worsened. I spent the next few months going back and forth with my gyn, about the excruciating pain I was experiencing. It felt like hot pokers were being jammed into my pelvis. I could actually feel the essure coils were implanted. I was so miserable. I was unable to care for my two young children and spent many weeks feeling guilty. I was told by my gyn that I was one in a million who ever had problems with the devices and she was baffled I was in so much pain. She prescribed me pain medicine that I took around the clock and it just dulled the pain, and did not take it away. My gyn offered to remove the coils but cautioned me that she had never done it before. This was very concerning to me. I knew that having the coils removed was my only option, but did not want to have someone operate on me who was not experienced. I had to find a physician who had done this type of surgery before. The doctor I found was wonderful but not covered under my insurance. I ultimately had the surgery and paid the extra fees to have the experienced doctor perform the surgery. The surgery also included a tubal ligation to prevent pregnancy. When I woke up from the removal, the pain that I had been experiencing was gone. I could not believe how quickly relief had come. So, the essure procedure ultimately cost me a small fortune to have implanted and then quickly removed. The surgery, the medications, time with my husband, had to take off work, and the valuable time I missed with my infant daughter that I will never get back.